Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent ongoing elevated blood glucose levels of 600 mg/dl with intermittent large ketones. Cause of elevated bg was unknown. Customer delivered boluses via the pump and reverted to manual injections for insulin therapy to address bg level. Recommendation was made to discuss diabetes management with a health care professional.